Event description:
A monpolar electro-surgical cable was in use during an ob-gyn case. When power was applied the cable began smoking near the end that connected to the generator. Another cable was substituted immediately to complete the case. No injuries were reported.